Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged chest congestion, coughing, mucus, light headedness and dizziness. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found signs of dust contamination on right panel assembly and the air outlet port. Ui (users interface) window had unknown contamination and scratches on it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Pca copper edge pins have unknown corrosion on them. Dust-like contamination was found on the top of the blower box lid, blower motor and surrounding area. Water tank had potential mineral deposits on the heater pan. Outlet port of the side panel had dust-like contamination on it. Unknown dust-like contamination on the bottom of the enclosure and the heater plate. Potential hair or fibers were laying on the top of the dry box seal and it was yellowed. Left side panel had unknown dust-like contamination on the ridge near the springs. The manufacturer visually inspected the device internally and found heavy dust contamination in the users interface knob area and inside of the blower bottom enclosure. Inside bottom of the blower box had specks of unknown contamination and some tiny potential fibers. The air inlet seal had yellowed and had dust-like contamination on it. Flip lid seal had yellowed. Bottom of the enclsoure and under the heater plate had dust-like contamination and potential tiny fibers. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concluded, there was no evidence of sound abatement foam degradation. Presence of multiple contaminants that were not consistent with the degraded sound abatement was confirmed. Section a3 (patient sex) was missing in the initial report, which was correctly updated in this follow up report. Section h6 (clinical code, medical device code, type of investigation, investigation findings, investigation conclusions) were updated in this report.